Event description:
Tampon remained stuck- vagina [foreign body in reproductive tract]. Damage to hymen, small ¿buttonhole¿ in the minor¿s hymen [vaginal disorder]. Spontaneous rupture of flap- vaginal [vulvovaginal injury]. Case narrative: consumer reported via e-mail that the tampon remained stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.